Manufacturer narrative:
This report is being submitted due to external findings. The device was unavailable for evaluation. No determinations could be made as to the cause of the reported issue.

Event description:
It was reported that the patient had a pleural effusion related to surgery. The patient was seen in a clinic on (B)(6) 2025 for a cough and was instructed to go to the ed. A chest tube was placed on (B)(6) 2025 and was started on steroids and discharged on (B)(6) 2025. The patient was seen in clinic on (B)(6) 2025, slowly improving with a small effusion. There was a subsequent ER visit on (B)(6) 2025 and imaging done on (B)(6) 2025, which showed enlarging left pleural effusion. There was diagnostic thoracentesis on (B)(6) 2025 (no eosinophils). The patient's symptoms continued and had an ultrasound-guided tube placement on (B)(6) 2026. The patient was still hospitalized as of on (B)(6) 2026.